Event description:
The customer called to report multiple motor error alarms. Troubleshooting was performed, and the insulin pump did not pass the displacement test. The customer reported a blood glucose reading of 353 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.